Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was unable to be verified. The device was found to meet specification in relation to the reported "wipes memory when unplugged & then reconnected to outlet." Four "improper shutdown!" Messages were verified through a review of the event history log but evaluation could not determine if the messages were to be due to a device malfunction or user caused. The device was found to function as designed. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "wipes memory when unplugged & then reconnected to outlet". There was no patient involvement. No additional information is available.